Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and boot due to perpetual rebooting. Functional test: was unable to be performed due to perpetual rebooting. Opened receiver case, detached ui pcba and downloaded: passed. Performed a pairing test anf failed perpetual rebooting. Performed share log review and a loss of connection was confirmed. The complaint was confirmed because we can see a loss of connection in the cloud data. A root cause could not be determined.